Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements as well as an increase in pacing impedance measurements up to 1148 ohms. A decrease in r-waves was also observed. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.